Event description:
The surgeon attempted to implant a aq2010v silicone lens. The lens tore prior to insertion into the eye. No pt injury.

Manufacturer narrative:
Complaints of this nature are being investigated.